Event description:
It was reported that during a control they found the catheter out from the site about 10 cm. In doubt they made a deeper control and found a migration in cardiac level. They removed the device in emodinamic dpt.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.